Event description:
A customer contacted beckman coulter inc. (Bci) reporting that the reagent probes were leaking. No injury was reported.

Manufacturer narrative:
A field service engineer (fse) replaced bubble generator tubing assembly, primed the system, ran controls and verified that the system was functioning properly.